Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: a review of the black box revealed multiple ¿cs054/cs052/cs012¿ alarms on 10/02/2014. The returned battery cap and cartridge cap were used to complete the investigation. There were no ¿cs52/cs054¿ alarms or any errors, alarms or warnings that occurred during the investigation. The reported ¿cs052/cs054/sleep¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked from the grip down to the case seal. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. Also unrelated to the complaint, the text on the display screen was found to be dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.